Event description:
The following was reported: " the figure was wrong over 50, when measuring blood pressure."

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up, it was learned that the device was explanted due to mitral insufficiency.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up (via our sales representative), additional information was received. Unfortunately a copy of the operative report was not provided. The device is also not available for evaluation. A device history record review is currently in process.